Event description:
It was reported that "patient had tlh and converted to an opened procedure due to the patient's body size. After surgery, patient was having discomfort and returned to see doctor on (B) (6) 2008. Upon examination, found the cups were left inside the vaginal canal and the doctor removed them. No patient treatment.

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.